Event description:
Journal reference: velanovich v. Quality of life and symptomatic response to gastric neurostimulation for gastroparesis. J gastrointest surg (2008) 12:1656-1663. Gastric neurostimulation has been developed as an adjunctive treatment for patient with diabetic and idiopathic gastroparesis unresponsive to pharmacologic and dietary treatment. The purpose of this study is to report symptomatic and quality-of-life response to gastric neurostimulation. Between 2004 and 2008, a total patients underwent placement of the enterra gastric neurostimulation. Reportable event: in the long term, three patients (7%) had erosion of the device through the incision, requiring revision, but not removal of the device. See mfg report # 2182207200806972.